Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: asahi sion blue; atherectomy: rotoblator; stent: synergy; heparin. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred with a unspecified device in the right coronary artery (rca). Three graftmaster stents were opened and prepared. A 2.80 x 26 mm graftmaster stent was attempted, but unspecified damaged occurred while being advanced in the vessel. The device was not deployed and was removed without issue. Two overlapping graftmaster stents were used, successfully sealing the perforation and restoring timi-3 flow to the distal branches. There was no reported adverse patient sequela. No additional information was provided.